Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of the procedure, the pencil cable was found damaged. Another was used for the procedure. Covidien's initial evaluation of the incident device found a cut in the cord. The cord failed hipot testing.

Manufacturer narrative:
(B)(4). Date of follow-up report: (B)(6) 2015. Visual inspection of the incident device found a damaged power wire. . The investigation found a slice in the red wire that supplies power to the device. The device failed hipot at 5.2kv. The cause of the cord damage could not be determined. A 100% visual inspection of the product during the packaging process is performed. Additionally, a statistical sample is verified prior to release of the product.